Event description:
It was reported that the ilet display showed black and white lines that impaired screen visibility while the user was wearing a dexcom g7; a replacement ilet was arranged and the user was instructed on shutdown to avoid further alerts. Symptoms included no reported clinical effects or adverse physiological symptoms. Outcomes included no reported impact on health, no alarms, and continued cgm use per guidance. Investigation included complaint intake, review of device function based on the reported screen artifact, and coordination for device return. Investigation of this case revealed a suspected display malfunction affecting the screen visibility component, consistent with a hardware screen issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.